Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller unit. During evaluation, it was found that the unit will not cool in a timely manner. Replaced chiller assembly. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/ cleaning solution mixture, during 6-month service. System diagnostics include, inlet pressure, water flow rate, circulation pump command were abnormal. Per review of wo on 31jul2024, there was no patient involvement. Per follow up information received via mail on 05aug2024, it was reported that the device was sent to a bd facility for evaluation. The issue was not resolved, device will be sent to the us for repairs. Per sample evaluation results on 08oct2024, it was found that the unit had a weaker chiller which cannot meet tsm requirements. The level sensor was cracked, and the power cord had exposed wires.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/cleaning solution mixture, during 6-month service. System diagnostics include, inlet pressure, water flow rate, circulation pump command were abnormal. Per review of work order on 31 jul 2024, there was no patient involvement. Per follow up information received via mail on 05 aug 2024, it was reported that the device was sent to a bd facility for evaluation. The issue was not resolved, device will be sent to the us for repairs. Per sample evaluation results on 08 oct 2024, it was found that the unit had a weaker chiller which cannot meet tsm requirements. The level sensor was cracked, and the power cord had exposed wires.